Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault error. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported complaint was able to be duplicated. The exhalation differential pressure transducer (pt 802) is responsive to pressure, but is failing calibration. The output differential voltage is outside of specifications. This issue will be internally investigated within carefusion.